Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They noticed a small thread of silicone had come off the tip of one of the jaws and was hanging off. We immediately removed the device and replaced it with a new one in order to avoid the thread of slicone from coming off in the patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They noticed a small thread of silicone had come off the tip of one of the jaws and was hanging off. We immediately removed the device and replaced it with a new one in order to avoid the thread of slicone from coming off in the patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation that runs along the hot jaw was observed to be partially separated from the track along the heater wire. The piece of silicone remained attached to the tip of the hot jaw. There were no other defects observed on the exterior of the silicone insulation on both the hot and cold jaw. In addition, the heater wire was observed to be slightly flexed in the center, but remained attached to both the base and the tip of the jaw. Based on the condition of the device and the evaluation results, the reported failure "peeled" and the analyzed failure "material twisted/bent" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They noticed a small thread of silicone had come off the tip of one of the jaws and was hanging off. We immediately removed the device and replaced it with a new one in order to avoid the thread of slicone from coming off in the patient. The hospital did not report any patient effects.